Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to fractured femur. A review of invoice history reveals that during the revision procedure the modular head and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."